Event description:
It was reported that the body of the patient rejected the insertable cardiac monitor (icm) device. The patient worked with a physician who subsequently explanted the icm device. Additional information has been requested but not provided. Due diligence has been completed. Device has been returned. No additional adverse patient effects were reported. Additional information has been received. The boston scientific representative provided the icm device had begun to erode. The icm device was explanted at this time.

Event description:
It was reported that the body of the patient rejected the insertable cardiac monitor (icm) device. The patient worked with a physician who subsequently explanted the icm device. Additional information has been requested but not provided. Due diligence has been completed. Device has been returned. No additional adverse patient effects were reported.

Event description:
It was reported that the body of the patient rejected the insertable cardiac monitor (icm) device. The patient worked with a physician who subsequently explanted the icm device. Device has been returned. No additional adverse patient effects were reported. Additional information has been received. The boston scientific representative provided the icm device had begun to erode. The icm device was explanted at this time.